Event description:
Pt was in surgical intensive care unit following cardiac bypass surgery. The pneumothorax tube had been in place with no problems reported for approx 24 hrs. As nurse turned pt as part of normal care she noticed that the tubing had separated from the adapter, apparently due to the failure of the factory seal. The tube was immediately clamped. A new pneumothroax tube was inserted. There was no apparent harm to the pt.